Event description:
Manufacturer received a call from the county medical examiner's office reporting that they had a generator to return. It was reported the pt's cause of death was a car accident. Good faith attempts are being made for information in regards to the relationship of their death to their vns. Manufacturer is pending receipt of the explanted generator for analysis.